Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the needle was broken. Two needles and two sutures were returned. A suture was noted to be detached from the needle while the other set remained attached. Microscopic inspection of the detached needle noted instrument marks at the swage and the swage was compressed. Inspection of the attached needle/suture set noted the needle was bent and broken at the 1/3 needle length away from the swage. Instrument marks were noted near the break site. Further microscopic inspection noted fraying near the attachment point. The suture was broken in the opposite end to the attachment end. Functionally; a bend moment, simple knot and needle attachment test was performed and the results met the specifications of the product. It was reported that the needle broke into separate pieces and the needle was bent unexpectedly. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the needle was noted to be separated from the suture. The product ana lysis noted evidence that the device was not used as intended. Another unreported condition was identified: the suture was noted to be broken. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the closing of incision on an open breast reconstruction, three devices from the same package had issues when being passed through the skin. It was stated that one had a bent and broken needle while the other two had broken sutures. Additional suture from a new package was used without issue. There was no patient injury.